Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ink blots that blocked graphics and text. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.